Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer stated that the issue was not resolved with a new battery cap. The customer's blood glucose was unknown at the time of incident. The customer stated that they had bad battery alarm and failed battery alarm in the alarm history. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, bad battery alarm and failed battery test noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.